Event description:
It was reported that during implant the right atrial (ra) lead exhibited noise during analyzer measurement, making measurement impossible. The analyzer cable was replaced and red/black cable with new ones. It was further reported the lead was taken out of the body and the screw was protruding in saline and the storage was checked to consider for an air block. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.